Manufacturer narrative:
This supplemental report is being filed to provide FDA a notice of a customer notification carried out outside of the united states for deployment difficulties related to t-tube bond failures of the valiant xcelerant delivery system. These devices used as a configuration of parts that was never commercialized in the united states.

Manufacturer narrative:
Results: inherent risk of procedure (deployment difficulty).

Event description:
A valiant thoracic stent graft system was inserted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately three weeks ago. Aneurysm and vessel morphology were not reported. It was reported that the delivery system was positioned at the intended location; however, when the handle was turned the stent graft did not deploy (the graft cover did retract some when the blue handle was turned). The delivery system was removed from the patient and another valiant stent graft was used to successfully treat the patient. No clinical sequelae were reported and the patient is fine. The delivery system was returned and its evaluation has been completed: the stent graft was still loaded in place. There were two kinks on the sheath at 78mm and 172mm (at the stent stop) from the edge of the graft cover. The slider handle was retracted 39mm. During evaluation, the slider handle was rotated in an attempt to deploy the graft. Although the handle rotated easily, the graft cover was not retracting. Upon visual inspection, the bond between the graft cover and the t-tube was found broken. There was irregularity noted at the most proximal end of the graft cover that appeared to be part of the graft cover that folded over on itself creating an extra thick wall. The hub cap and the o-ring were found displaced due insufficient glue around the od of the hub cap. The deployment difficulty was confirmed. Please note that this model number tf3636c150x is not approved in the united states; however, it is similar to the vamf3636c150tu which is approved in the united states.